Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that the patient had a cardiac tamponade during a cryoablation procedure. The procedure was stopped and surgical intervention was required to treat the patient. Patient had no further complications. No product issue occurred during the procedure.

Manufacturer narrative:
The returned device was visually and functionally tested and passed the inspection as per specification. Visual inspection showed that the shaft, sheath and dilator were intact with no apparent issues. Both the distal tip and dilator tip were intact, no fracture, breakage or kink were noticed. No teflon delamination was noticed at the tip of the flexcath shaft. The flexcath tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification 4mm (spec: 12fr) and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal as seen in 3fc12 flexcath sheaths. Functional test showed that the deflection worked as per specification. Device was used after expiration date. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.